Event description:
Part of the clinical study; uae followed by severe celiac disease. Impaired immunity; fibroids liquifying, causing sacral iliac joint pain, abdominal pain and lower left pelvic pain. Fibroids now prevent sexual activity.